Event description:
It was reported that the device was defective. The jaws would not open. No other details were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.